Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The 90% stenosed lesion being treated was located in the non-calcified, and moderately tortuous proximal left anterior descending artery. The physician predilated with an unknown balloon catheter at 10atms for 10 seconds and 16atms for 5 seconds before implanting a 2.75x24mm promus element stent in the target lesion. Then the physician advanced a non-bsc 3.5x15mm balloon catheter for postdilation, however the balloon catheter was "bumped" into the implanted stent. It was noted that the stent was elongated about 10mm, distally. The procedure was completed by implanting a 3.5x18mm non-bsc stent. No further patient complications were reported and patient's status is good.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).